Event description:
Procedure type: colon resection. According to the rptr: the anastomosis only partially formed. The stapler cut but did not place staples on one side. The surgeon had to hand sew the anastomosis. The case was delayed more than 30 minutes. No tissue damage reported. No bleeding over 250cc reported.

Manufacturer narrative:
(B)(4).